Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced an infection and related symptoms (fever, rectal bleeding) leading to fenix device explant. The fenix device was used as part of the surgical procedure. Surgical procedure and device implant on (B)(6) 2016. Patient was treated for infection with antibiotics several times including on (B)(6) 2016. All of these appointments showed that the surgical site had not fully healed. Wound dressing packed after (B)(6) 2016 appointment. Patient reported on (B)(6) 2016 some constipation which responded well to laxatives. Patient examination on (B)(6) 2016 showed that the implant site was infected and that the device was visible through the skin. Device explant on (B)(6) 2016 due to infection with associated symptoms. Wound site treated with gentamycin wash and packed with aquecel. Device was found in the correct position at time of explant. Patient had a follow-up exam on (B)(6) 2016 and it was reported that wound was healing well indicating the infection has been resolved.